Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3093-28, lot # j0555262v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient felt an intermittent jolt on the right butt cheek and the leg was aching. It was noted that the patient had felt it a little over a week.